Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation and it was confirmed that the top left area of the retainer had a large crack. The logs were not relevant to the reported issue. The blue purge disc retainer, purge disc detect flag, and purge flag spring were replaced. After a full functional check the device was returned to the customer for use. The root cause of this issue was a broken purge retainer.

Event description:
It was reported that the plastic piece that holds the purge cassette air sensor in place on an impella aic was broken. The aic was removed from service. No patient was involved.